Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to high out-of-range shock impedance measurements greater than 200 ohms on all shock vectors. The implantable cardioverter defibrillator (ICD) was explanted and replaced during the same procedure due to normal battery depletion (nbd). No additional adverse patient effects were reported. Additional information received reported that the cause of the out-of-range shock impedance measurements on this right ventricular (rv) defibrillation lead was not conclusively determined, and no visible defects were identified on the lead. The rv lead was tested through the pacing system analyzer (psa) prior to opening the new implantable cardioverter defibrillator (ICD), and normal sensing/pacing and pacing impedance measurements were observed. Once the rv lead was connected to the new ICD, high out-of-range shock impedance measurements greater than 200 ohms were observed on all vectors. The field representative confirmed that all lead-header connections were checked multiple times. The procedure was completed with a different ICD model. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to high out-of-range shock impedance measurements greater than 200 ohms on all shock vectors. The implantable cardioverter defibrillator (ICD) was explanted and replaced during the same procedure due to normal battery depletion (nbd). No additional adverse patient effects were reported.